Event description:
Consumer alleges that his powerchair leaked grease all of his carpet. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m61, serial number/date code is unknown. The user manual part number 1125085 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.